Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition. A revision procedure was performed where a fracture of the rv lead was identified near the clavicle. The rv lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update the conclusion code.